Event description:
A pt reported experiencing in accurate erratic results with a one touch ultra meter. The pt's blood glucose results were 414mg/dl, 207mg/dl. (Tests were done within 10 mins with a difference of 59%. "Customer tested twice from same finger" and "control solution results, 102-138, 121". Pt did not experience any advesre events. No further info has been reported.